Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check could not be performed at time of call; however, tandem technical support made multiple attempts to follow up with the customer, but no response was received. There was no reported adverse impact. No additional information was provided.